Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm (alarm 29) during the loading sequence. Customer's blood glucose was 145 mg/dl. Customer loaded a new cartridge successfully.